Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). The customer alleged that the pump was not functioning correctly, however this could not be confirmed as customer declined a system check with tandem technical support. Tandem technical support made multiple follow up attempts with the customer, however, no response was received.